Event description:
The plaintiff alleges that on event date plaintiff was taken to surgery by defendant, a m.d., where ultrasonic liposuction was performed on their arms, back flanks, abdomen, and thighs with the active aide and assistance of various other agents and employees. Plaintiff alleges that on event date and thereafter, telephone calls were made to the agents and employees by the plaintiff and parent, relating various signs and symptoms of the plaintiff including but not limited to pain, nausea, fever and vomiting. Plaintiff further alleges that 1 day after the event, plaintiff was admitted to hosp and 2 days after the event date, plaintiff was transferred to a medical center. Furthermore plaintiff alleges that the agents and employees were careless and negligent in failing to perform surgery on pt utilizing sterile instruments and materials and utilizing proper aspetic technique. Plaintiff alleges that on event date during the surgery, latex surgical gloves were used. Finally plaintiff alleges that plaintiff sustained injuries of a personal and pecuniary nature.